Manufacturer narrative:
The event occurred during an atrial fibrillation procedure, not in a study. No further follow-up is required. The event will be re-evaluated if additional information becomes available. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
Additional event information was received. The event occurred during an atrial fibrillation procedure, not in a study.

Manufacturer narrative:
The following sections were updated in follow-up 1: a2, a3, b4, b5, g3, g6, h2, h6, h10 and h11. Correction h6: correct clinical code should be 2605 - pseudoaneurysm. The model and lot number were not provided by the customer; therefore, the device history record could not be reviewed, however, inspection procedures require any oscor product to pass all in-process and qa final inspections before shipping to the customer. The device was not returned for evaluation; there was no device performance issue reported, so no investigation is required. Multiple attempts were made to obtain device model and lot number; however, no further information has been made available. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
The event occurred in a study, during an atrial fibrillation procedure, and the patient experienced a pseudoaneurysm right groin. And was admitted in the hospital on (B)(6) 2023 and discharged on (B)(6) 2023. There was an intervention with in-patient or prolongation hospitalization (placement of femostop; pressure bandage; cosafix (B)(6) 2023), however there was no surgery, and no adverse effect reported. Patient outcome states recovered and resolved; additionally, it was reported there was no product performance issue. The device will not be returned, and customer was not able to obtain model or lot number of the guidestar used in the study.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
The customer reported pseudoaneurysm right groin. Exact model of guidestar and lot number is unknown, customer trying to obtain this information. No additional information is available.